Event description:
It was reported that the customer passed away in a hospital. The cause of death was cardiac arrest. The customer passed away while having a surgery. The customer had complications related to bypass surgery. The customer became ill on (B)(6), 2014. The customer had kidney failure. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death because he went in for bypass surgery. The customer used sensor but was not wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.